Event description:
As reported by the end user in (B) (6), during preparation for a procedure, the end user noted that while trying to aspirate contrast, air entered into the syringe. When they could not remove the air from the syringe, the device was set aside to be returned to the manufacturer. The procedure was completed without further complications with another device. As this occurred during prep, there was no contact with the patient, hence no harm to the patient.

Manufacturer narrative:
The reported defective device has been returned to the manufacturer. The device analysis will be included in our investigation and the results of the investigation provided in a follow-up medwatch. (B) (4).